Event description:
60mm stapler being used for a gastric bypass. Stapler jammed. Cartridge re-checked and found to be loaded correctly. There was partial firing of staples. Stapler replaced and surgery proceeded without problem.